Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated under test. Review of the activity logs indicates the device discharged at the correct energy output. The device was put through extensive testing without duplicating the malfunction. The device meets specifications as indicated in our operators guide, the expected delivered energy is based on the patient impedance +/- 15% according to the safety standard. Based on the reported discharge value, the recorded energy falls within the specified accuracy of the device. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.